Manufacturer narrative:
(B)(4). No sample is expected to be returned. Opportunity for improvements were identified and have been addressed in a corrective and preventative action. Information has been added to the database and trends will continue to be monitored.

Event description:
Customer states: during pre-test prior to use on a patient at hospital, a doctor confirmed the air leakage from the cuff. Reporter confirmed no patient involvement.